Event description:
Customer reported the base of the skin spacer will not hold the acrylic part. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the skin spacer. System operates as intended. This MDR is related to ge healthcare complaint number.